Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy. The reported poor visualization was due to challenging echocardiogram. It should be noted that the mitraclip instruction for use (IFU) states that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation.¿ the reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances as another clip was placed to stabilize the clip that experienced slda. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported the mitraclip procedure was performed off label in the tricuspid valve on (B)(6) 2022 to treat grade 4 functional tricuspid regurgitation (tr). The annulus was very dilated and the leaflets were thin and slippery. The echocardiogram was challenging but leaflet insertion was well visualized. A mitraclip (20221r114) was implanted but a single leaflet device attachment (slda) occurred. A second mitraclip (20315r154) was advanced to the tricuspid valve. The leaflets slipped out of the clip multiple times before the final grasp at the point of closing the arms. It was implanted just central to the first clip to stabilize it. Two clips total were implanted, tr was reduced to 3. There was no clinically significant delay. No additional information was provided.